Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, out of range impedance and high capture threshold were noted. The left ventricular pacing configuration was changed to resolve the issue and the patient was stable with no adverse consequences reported.